Manufacturer narrative:
(B)(4).

Event description:
It was identified via manufacturer's review of the in-house programming history that a programming anomaly occurred on (B)(6) 2015. On (B)(6) 2015, the device was interrogated, a system diagnostic was performed, and a final interrogation was not performed. On the next recorded visit dated on (B)(6) 2015, the device was interrogated and the settings were found to be at unintended parameters indicative of a faulted system diagnostic. The settings were not corrected on (B)(6) 2015.